Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra2 meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2016 at an unspecified time when they allegedly obtained inaccurate low results of "130 mg/dl" with the subject meter and "582 mg/dl" with another device (unknown hospital meter), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient stated she manages her diabetes with insulin (self-adjuster). The patient confirmed that she did make changes to her usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing their medication (B)(6) 2016 at an unspecified time. The patient claims she developed symptoms of "fighting to stay awake" 5 minutes after the product issue. The patient alleged hcp treatment, when she was admitted to the emergency room, the patient alleges being treated with insulin on (B)(6) 2016 at an unspecified time. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was able to walk through a control solution retest and the control solution result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged inaccurate low issue began. In addition, there is no evidence that the lfs device malfunctioned.